Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient contacted depuy's legal department requesting compensation. The patient stated that he received a j&j srom hip system in both hips in 2002, has suffered over 40 dislocations and is just now recovering from his 7th revision, which occurred on (B)(6) 2014. According to the depuy legal team, it is the patient's right hip that has had problems. Doi 2002 - dor unk (right hip). The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Follow-up medwatch was initially submitted on time (06/30/2014). Due to FDA outage, medwatch was not completed. Per FDA request on 07/01/2014, medwatch is being resubmitted.

Manufacturer narrative:
No device associated with this report was received for examination. A search of the complaints databases identified no other reports against the provided 941347 lot code. Review of the ycr54 and sc10683 lot code device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. Medical records were reviewed. The investigation can draw no conclusions with the information made available. Based on the inability to determine a root cause, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update (B)(6) 2015 - medical records received. After review of the medical records for MDR reportability, the revision operative note for the right hip indicated dislocation, partial shredding of the liner with a concave look. Only the liner was revised during this revision. The femoral head was later revised on (B)(6) 2010 (B)(4). There was no mention of a crooked stem. No revision date or dislocations reported within the medical records. Part/lot is being updated. The complaint was updated on: (B)(6) 2015.

Manufacturer narrative:
UDI: (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This is a duplicate of 1818910-2015-19470. This report, 1818910-2014-15892, will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2015-19470.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Maude report mw5035525 states: I have 2 johnson and johnson s-rom hip systems. I've now had over 25 dislocations and this is my 4th revision on right hip. Date of implant and date of revision have not been provided. There is no additional information at this time.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 4/9/2015-medical records received from the patient. A correct doi was provided for the right hip and a dor was provided for the right hip. After review of the medical records for MDR reportability, the medical records indicated the patient was revised on (B)(6) 2003 for recurrent dislocations. No primary or operative notes have been provided. The left hip was implanted on (B)(6) 2002, but per the medical records the patient's left hip hasn't dislocated or been revised. The complaint was updated on:4/24/2015.

Event description:
Patient contacted depuy's legal department requesting compensation. The patient stated that he received a j&j srom hip system in both hips in 2002, has suffered over 40 dislocations and is just now recovering from his 7th revision, which occurred on (B)(6) 2014. According to (B)(6), it is the patient's right hip that has had problems.